Event description:
It was reported that (2) creo dlx polyaxial screws were found broken bilaterally post operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows there was a lot of hardware attempting to fuse the spine; including the multiple rise interbody spacers, a total corpectomy spacer, and multiple rods. The imaging appears to show a collapsed spacer between l3/l4. If this spacer had collapsed, this can put extra force on the base of the spine/construct which may have caused the screws of s1 to fracture at the shank. However, an exact cause of the reported issue could not be determined.